Manufacturer narrative:
The customer reported filter cracked and leaked and returned one sample of unknown material and lot. Upon initial visual examination, the set had no defects or abnormalities. There was no 'crack' seen in the set. The set was primed with water from bd syringe, and no leaks were found. The set was also placed underwater and loaded with 10 psi to check for bubbles, and leaks. There was no issue found on the set, and the complaint could not be verified. A device history record review could not be performed because the lot number is unknown. The root cause for the issue could not be found without a replicated failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that unspecified bd infusion set was cracked. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that IV filter connected to normal saline carrier was found to be cracked and leaking.

Event description:
Material: unknown batch#: unknown. It was reported by the customer that IV filter connected to normal saline carrier was found to be cracked and leaking. Verbatim: rcc received a complaint via email. Email(s) attached. Describe the event or problem (please provide as much detail as possible): IV filter connected to normal saline carrier was found to be cracked and leaking.

Manufacturer narrative:
The customer reported filter cracked and leaked and returned one sample of unknown material and lot. Upon initial visual examination, the set had no defects or abnormalities. There was no 'crack' seen in the set. The set was primed with water from bd syringe, and no leaks were found. The set was also placed underwater and loaded with 10 psi to check for bubbles, and leaks. There was no issue found on the set, and the complaint could not be verified. A device history record review could not be performed because the lot number is unknown. The root cause for the issue could not be found without a replicated failure.